Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced an infection in their chest after implantation of the device. The implantable neurostimulator (ins) was explanted on (B)(6) 2018 and debridement was performed on (B)(6) 2018. The ins is to be re-implanted after the patient is recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was used off label. Second implant date: (B)(6) 2018. (Approximate). Second explant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient was implanted a second time however the infection occurred again so the ins was explanted again. The patient was planned to be implanted again later. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated that after the patient's most recent ins implant, their previous infection recurred at their thoracic site postoperatively. They were explanted and it was expected they would be re-implanted after debridement. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. The patient was currently observing at the hospital. No further complications were reported as a result of this event.